Manufacturer narrative:
Section a: correction b5: correction "there was no patient involvement. The issue was discovered during testing." D3: correction h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log shows pump motor drive phase b post/travel coarse error. The complaint was confirmed during onboard testing, with additional issues like a non-OEM faulty battery, failing clutch, and a weak stepper motor. All the mentioned parts were replaced accordingly. The primary cause of the reported issue was the weak motor.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a motor drive system failure. There was unknown patient involvement.